Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the pyxis cub was not opening when trying to pull medications. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the pyxis cub was not opening when trying to pull medications. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer reported that while accessing tylenol, tower door-4 also opened once for a nurse. A field service engineer (fse) investigated and the customer inventory both items together and individually, and also had the nurse access each item from their end. Further testing was conducted within the application and diagnostics. No issues were identified, and the customer successfully tested and verified the system. The system functioned as intended after the field service engineer repaired the device.